Manufacturer narrative:
Patient information was unavailable from the site. On 7/26/2017 a medtronic representative went to site to test the system. Representative was unable to replicate the reported issue and the noise from the system during 3d spin was normal noise. As a preventive measure the cable track was cleaned and made sure all the magnets on cable bundle were in tacked. A system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a spinal fusion procedure the imaging system was unable to take a spin and was making noise. The procedure was completed with the use of imaging. No information was provided on delay to procedure. No impact on patient outcome.